Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set insulin flow blocked due to bent needle on (B)(6) 2024.patient also experienced bleeding after removing the needle from the body. The infusion set has been used for 1-2 days. The insertion site was abdomen. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.